Manufacturer narrative:
Correction to g2 of the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why there is a deep cut in the pink probe coating could not be determined. The following information is stated in the instructions for use (IFU): instructions ultrasonic gastrovideoscope olympus gf type ue160-al5. Important information ¿ please read before use warnings and cautions caution "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: air-water cylinder scratched, up down knob lock system worn out, bending angulation out of standard values, insertion tube buckled, universal cord kinked, light guide bundle cracked, keytop 1 worn out, scope body worn out, light guide bundle cracked, and scope-cover leak. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited deep cuts in the pink probe coating that reached the glue layers. There were no reports of patient involvement.